Manufacturer narrative:
Additional information: imdrf annex a, g, c, d codes, remedial action required, remedial action # and manufacturer narrative note that this report lists imdrf annex a0709, a040502, g0301204, g02017, c16, d01, d0301 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module was programmed to infuse heparin (25,000/250ml) at 8.3 ml/hr however the 250ml bag infused in 2 hours. The customer reported the patient had an elevated anti-xa and received heparin reversal agent and admitted as originally intended from emergency department. Heparin was programmed via interoperability. Normal saline also infusing at the time at a rate of 150ml/hr. Additional information was received by the customer following an on site visit by manufacturer representative. Customer stated the event occurred on night shift around 9pm. He then stated, ¿the whole bag of heparin (250ml bag) infused and it was dripping like it was giving a bolus.¿ the medication was programmed via interoperability at 8.7 ml/hour. It initially started without issue but then noted the fluid was dripping like a bolus. The nurse noticed the heparin bag was ¿dry¿. No alarms occurred. Normal saline was also infusing at the time on a second module. The system was removed from use, the IV tubing stayed in the device and the clinician spiked a new bag of heparin to see if they could replicate the failure. Once they started the infusion, it started as a slow infusion and then started to free flow.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module was programmed to infuse heparin (25,000/250ml) at 8.3 ml/hr however the 250ml bag infused in 2 hours. The customer reported the patient had an elevated anti-xa and received heparin reversal agent and admitted as originally intended from emergency department. Heparin was programmed via interoperability. Normal saline also infusing at the time at a rate of 150ml/hr. Additional information was received by the customer following an on site visit by manufacturer representative. Customer stated the event occurred on night shift around 9pm. He then stated, ¿the whole bag of heparin (250ml bag) infused and it was dripping like it was giving a bolus.¿ the medication was programmed via interoperability at 8.7 ml/hour. It initially started without issue but then noted the fluid was dripping like a bolus. The nurse noticed the heparin bag was ¿dry¿. No alarms occurred. Normal saline was also infusing at the time on a second module. The system was removed from use, the IV tubing stayed in the device and the clinician spiked a new bag of heparin to see if they could replicate the failure. Once they started the infusion, it started as a slow infusion and then started to free flow.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue that there was an over infusion of heparin is confirmed based on the observational finding of a damaged membrane frame assembly and infusion testing by bd dchu. The infusion of heparin at 25000unit/250ml was started on the date (B)(6) 2024 at the time of 7:23 pm. The infusion was infused at a rate of 8.292ml/h (displayed as 8.3ml/h) with the volume to be infused (vtbi) at 250ml. Between the time of 7:39 pm and 10:08 pm, following a patient side occlusion alarm, the infusion was paused by the clinician a total of 11 times with the infusion restarted 10 times. The infusion was manually turned off after the last pause was selected. There was an opening of the door around at the time of 10:02 pm with the door closed after wards and the infusion restarted. When the infusion of heparin was terminated at the time of 10:08 pm, the total volume infused was recorded at 16.793ml. With respect to the event log recordings, it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the heparin infusion that was programmed to infuse for approximately 30 hours was terminated early after only infusing for approximately 2.75 hours. The inspection process upon receiving of the suspect pump module identified the membrane frame assembly was cracked/broken in the vicinity of the upper hinge area. The cause for the breakage was not determined. Bd¿s extensive investigation of membrane frame breakage identified misuse specific to closing of the device door while there is an obstruction between the platen and tubing surface. This can also occur from dropping the device. Infusion testing confirmed the suspect pump module was over infusing with observed momentary unregulated flow occurring intermittently. Temporary replacement of the damaged membrane frame resolved the over infusion and unregulated flow issue with the pump module infusing within specification. Root cause the probable cause for the reported issue that there was an over infusion of heparin is being attributed to an identified damaged membrane frame assembly on the suspect pump module. The root cause for the membrane frame damage was not identified during the investigation. However, bd has investigated the issue of damaged membrane frames and identified the issue was associated with misuse specific to closing of the device door while there is an obstruction between the platen and tubing surface. This can also occur from dropping the device. Note that this report lists imdrf annex a1801, g04037, c0601, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module was programmed to infuse heparin (25,000/250ml) at 8.3 ml/hr however the 250ml bag infused in 2 hours. The customer reported the patient had an elevated anti-xa and received heparin reversal agent and admitted as originally intended from emergency department. Heparin was programmed via interoperability. Normal saline also infusing at the time at a rate of 150ml/hr. Additional information was received by the customer following an on site visit by manufacturer representative. Customer stated the event occurred on night shift around 9pm. He then stated, ¿the whole bag of heparin (250ml bag) infused and it was dripping like it was giving a bolus.¿ the medication was programmed via interoperability at 8.7 ml/hour. It initially started without issue but then noted the fluid was dripping like a bolus. The nurse noticed the heparin bag was ¿dry¿. No alarms occurred. Normal saline was also infusing at the time on a second module. The system was removed from use, the IV tubing stayed in the device and the clinician spiked a new bag of heparin to see if they could replicate the failure. Once they started the infusion, it started as a slow infusion and then started to free flow.